Event description:
One block leak occurred t 22 reuses. The total blood loss is approx. 200cc, since the blood was not returned to the patient. The patient is well and no medical intervention was given to the patient. Other 3 cases of leak were reported from this facility. Refer to MDR no.: 8010002-2002-00028.-00029,-00030.